Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before september 23, 2014.

Event description:
Related manufacturer reference number: 2017865-2020-13340, related manufacturer reference number: 2017865-2020-13344. It was reported that the patient presented for follow up with the right atrial and active ventricular lead exhibiting noise. The ventricular lead explanted and replaced. Both the atrial and third inactive ventricular lead was also partially extracted partially before breaking. The were both capped during the procedure on 20 aug 2020. The patient was in stable condition.